Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and inquired if this implantable cardioverter defibrillator (ICD) system was magnetic resonance imaging (MRI) conditional. The hcp noted possible right ventricular (rv) lead fracture. Ts reviewed the device settings and advised the hcp that due to possible rv lead integrity issues, the ICD system would be considered to be non MRI conditional and if the MRI scan is to be completed, it would be considered to be off label. Ts recommended the hcp contact the device treating clinic for further lead evaluation. At this time, no adverse patient effects were reported. At this time, no additional information of intervention or MRI was received, and this rv lead remains in service.